Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise and short v-v intervals. The physician was concerned that an implantable pulse generator (ipg) header/setscrew anomaly may have contributed to noise artifacts. The lead was capped and replaced and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.